Manufacturer narrative:
Manufacturer ref#: (B)(4). After investigation this complaint is no longer considered reportable in us. Summary of investigational findings: as per the reported information, on (B)(6) 2019 during preparation of a zta-p-30-109 device, the clinician flushed the delivery system as per IFU and it was noted that the connecting tube with the side port was not affixed to the haemostatic valve. This resulted in fluid leaking from the valve. No alternative zta-p grafts were available so it was decided that the surgeon would attempt to create a temporary seal with a tegaderm film dressing to allow the deployment of the graft in the patient. This allowed the surgeon to deploy the graft in the descending thoracic aorta as planned whilst minimizing blood loss from the haemostatic valve. As per the reported information, the patient did not experience any adverse effects and did not require any additional procedures due to this occurrence. A product evaluation of the returned device was performed. Blood/biological matter was present. A fracture on the connecting tube was observed where the connecting tube is connected to the side arm of the captor hemostatic valve. As per the evaluation, it is unknown what has caused the fracture of the connecting tube, but e.g. Use of excessive force by twisting, pulling or other applying of force to the connecting tube could contribute to the experienced event. While it is noted that the device was used out of necessity in spite of observed damage as no replacement zta-p device was available, the instructions for use (IFU) shipped with this devices notes: "inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product; instead, return the product to cook." Bleeding is listed as a known potential adverse event in the IFU. The complaint is confirmed based on the provided information and evaluation of the return device. The cause of the leakage was traced to a fracture/breach on the connecting tube. A review of the device history record for the device and relevant subassemblies did not provide evidence that the device was produced outside of specifications. It is possible that the damage could have occurred during shipping, storage at the user facility or during user handling. However, based on the information provided and review of the returned product, a definitive cause could not be established. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device under PMA/510(k) p140016. Investigation is still in progress .

Event description:
Description of event according to initial reporter: during preparation of tevar graft, the physician flushed the delivery system as per IFU and it was noted that the connecting tube with the side port was not affixed to the haemostatic valve. This resulted in fluid leaking from the valve. No alternative zta-p grafts were available so it was decided that the physician would attempt to create a temporary seal with a tegaderm film dressing to allow the deployment of the graft in the patient. This appeared to be a relatively successful modification and allowed the physician to deploy the graft in the descending thoracic aorta as planned whilst minimising blood loss from the haemostatic valve. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.